Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. The customer experienced an elevated blood glucose (bg) level and a manual injection was administered to correct. A new cartridge was loaded onto the pump and a minimum fill notification was received. Reportedly, the customer was unsure as to how much insulin the cartridge had been filled with due to loading the cartridge with off-label insulin and the customer did not perform the cartridge air removal process. The customer reverted to manual injections for insulin therapy.